Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had no video. The issue was found during inspection for use of the device. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: d9, g1, g3, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the cause was traced to a faulty circuit board which led to the malfunction. Olympus will continue to monitor field performance for this device.